Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by device/migration of device/perforation of organs") and device expulsion ("migration of essure device location of device: endometrial cavity/residual patency on right") in a 36-year-old female patient who had essure (batch no. 20-110-dk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, dysuria and low back pain. Concomitant products included ciprofloxacin (cipro) since 2015, medroxyprogesterone (depo provera) and metronidazole (flagyl) since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2014, the patient experienced bacterial vulvovaginitis ("infection: recurrent bacterial vaginitis") and urinary tract infection bacterial ("urinary tract infection/bacterial"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), vaginal discharge ("vaginal discharge"), groin pain ("bilateral groin pain"), breast pain ("breast pain"), uterine cyst ("cyst on uterus") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (removal of device, salpingectomy (bilateral removal of fallopian tubes)) and surgery (removal of device, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, female sexual dysfunction, bacterial vulvovaginitis, headache, dyspareunia, vaginal discharge, breast pain and uterine cyst outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and urinary tract infection bacterial had resolved. The reporter considered bacterial vulvovaginitis, breast pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, groin pain, headache, menorrhagia, mental disorder, migraine, urinary tract infection bacterial, uterine cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils in one of the sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded ultrasound scan vagina - on (B)(6) 2017: negative on (B)(6) 2017: history of present illness: 40 wo p2 lmp: (B)(6) 2017 here for elective mc + hysteroscopy and laparoscopic bilateral salpingectomy with essure removal. Essure placed 2013. She said her obgyn had to go thru 3 coils in one of the sides. On (B)(6) 2014 and (B)(6) 2013, hysterosalpingogram(hsg), total bilateral occlusion and unilateral occlusion(right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:chronic pelvic pain, abnormal pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events- pelvic pain clubbed to previous events. Event outcome and event onset date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by device/migration of device/perforation of organs") and device expulsion ("migration of essure device location of device: endometrial cavity/residual patency on right") in a 36-year-old female patient who had essure (batch no. 20-110-dk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, dysuria, low back pain and head injury. Concomitant products included ciprofloxacin (cipro) since 2015, medroxyprogesterone (depo provera), metronidazole (flagyl) since 2014 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2014, the patient experienced bacterial vulvovaginitis ("infection: recurrent bacterial vaginitis") and urinary tract infection bacterial ("urinary tract infection/bacterial"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal discharge ("vaginal discharge"), groin pain ("bilateral groin pain"), breast pain ("breast pain"), uterine cyst ("cyst on uterus") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (removal of device, salpingectomy (bilateral removal of fallopian tubes)) and surgery (removal of device, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, female sexual dysfunction, bacterial vulvovaginitis, headache, dyspareunia, vaginal discharge, breast pain, uterine cyst, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and urinary tract infection bacterial had resolved. The reporter considered bacterial vulvovaginitis, breast pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, groin pain, headache, menorrhagia, mental disorder, migraine, urinary tract infection bacterial, uterine cyst, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: 3 coils in one of the sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: negative . On (B)(6) 2017: history of present illness: 40 wo p2 lmp: 6/2017 here for elective mc + hysteroscopy and laparoscopic bilateral salpingectomy with essure removal. Essure placed 2013. She said her obgyn had to go thru 3 coils in one of the sides. On (B)(6) 2014 and (B)(6) 2013, hysterosalpingogram(hsg), total bilateral occlusion and unilateral occlusion(right tube occluded). (B)(6) 2017 surgical pathology report- specimen. A endometrial curettings. Right fallopian tube and essure. C left fallopian tube. D essure from left fallopian tube diagnosis. A. Endometrium, curettage: secretory endometrium, day twenty-two. B. Right fallopian tube and essure, excision: essure and fallopian tube tissue with benign paratubal cysts. C. Left fallopian tube, excision: benign paratubal cysts. D. Essure from left fallopian tube . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:chronic pelvic pain, abnormal pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received: depression and mental anguish event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by device/migration of device/perforation of organs") and device expulsion ("migration of essure device location of device: endometrial cavity/residual patency on right") in a 36-year-old female patient who had essure (batch no. 20-110-dk-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, dysuria, low back pain and head injury. Concomitant products included ciprofloxacin (cipro) since 2015, medroxyprogesterone (depo provera), metronidazole (flagyl) since 2014 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2014, the patient experienced bacterial vulvovaginitis ("infection: recurrent bacterial vaginitis") and urinary tract infection bacterial ("urinary tract infection/bacterial"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal discharge ("vaginal discharge"), groin pain ("bilateral groin pain"), breast pain ("breast pain"), uterine cyst ("cyst on uterus"), mental disorder ("psychological or psychiatric problems condition") and pollakiuria ("bladder or urinary problems or changes: urinary frequency"). The patient was treated with surgery (removal of device, salpingectomy (bilateral removal of fallopian tubes)) and surgery (removal of device, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, female sexual dysfunction, headache, dyspareunia, vaginal discharge, breast pain, uterine cyst, depression, anxiety and pollakiuria outcome was unknown and the vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, migraine, dysmenorrhoea and urinary tract infection bacterial had resolved. The reporter considered anxiety, bacterial vulvovaginitis, breast pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, groin pain, headache, menorrhagia, mental disorder, migraine, pollakiuria, urinary tract infection bacterial, uterine cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils in one of the sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded ultrasound scan vagina - on (B)(6) 2017: negative on (B)(6) 2017: history of present illness: 40 wo p2 lmp: (B)(6) 2017 here for elective mc + hysteroscopy and laparoscopic bilateral salpingectomy with essure removal. Essure placed 2013. She said her obgyn had to go thru 3 coils in one of the sides. On (B)(6) 2014 and (B)(6) 2013, hysterosalpingogram(hsg), total bilateral occlusion and unilateral occlusion(right tube occluded). (B)(6) 2017 surgical pathology report- specimen: a endometrial curettings right fallopian tube and essure. C left fallopian tube. D essure from left fallopian tube diagnosis. A. Endometrium, curettage: secretory endometrium, day twenty-two. B. Right fallopian tube and essure, excision: essure and fallopian tube tissue with benign paratubal cysts. C. Left fallopian tube, excision: benign paratubal cysts. D. Essure from left fallopian tube . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:chronic pelvic pain, abnormal pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 27-sep-2018: pfs received new event bladder or urinary problems or changes: urinary frequency and event outcome recovered / resolved for event infection: recurrent bacterial vaginitis added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by device/migration of device/perforation of organs") and device expulsion ("migration of essure device location of device: endometrial cavity/residual patency on right") in a 36-year-old female patient who had essure (batch no. 20-110-dk-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, dysuria, low back pain and head injury. Concomitant products included ciprofloxacin (cipro) since 2015, medroxyprogesterone (depo provera), metronidazole (flagyl) since 2014 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2014, the patient experienced bacterial vulvovaginitis ("infection: recurrent bacterial vaginitis") and urinary tract infection bacterial ("urinary tract infection/bacterial"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal discharge ("vaginal discharge"), groin pain ("bilateral groin pain"), breast pain ("breast pain"), uterine cyst ("cyst on uterus") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (removal of device, salpingectomy (bilateral removal of fallopian tubes)).essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, female sexual dysfunction, bacterial vulvovaginitis, headache, dyspareunia, vaginal discharge, breast pain, uterine cyst, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and urinary tract infection bacterial had resolved. The reporter considered anxiety, bacterial vulvovaginitis, breast pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, groin pain, headache, menorrhagia, mental disorder, migraine, urinary tract infection bacterial, uterine cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils in one of the sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: negative. On (B)(6) 2017: history of present illness: 40 wo p2 lmp: 6/2017 here for elective mc + hysteroscopy and laparoscopic bilateral salpingectomy with essure removal. Essure placed 2013. She said her obgyn had to go thru 3 coils in one of the sides. On (B)(6) 2014 and (B)(6) 2013, hysterosalpingogram(hsg), total bilateral occlusion and unilateral occlusion(right tube occluded). (B)(6) 2017 surgical pathology report- specimen: endometrial curettings, right fallopian tube and essure, left fallopian tube, essure from left fallopian tube. Diagnosis: endometrium, curettage: secretory endometrium, day twenty-two. Right fallopian tube and essure, excision: essure and fallopian tube tissue with benign paratubal cysts. Left fallopian tube, excision: benign paratubal cysts. Essure from left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:chronic pelvic pain, abnormal pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by device/migration of device/perforation of organs"), device expulsion ("migration of essure device location of device: endometrial cavity/residual patency on right") and pelvic pain ("persistent pelvic pain/pain") in a 36-year-old female patient who had essure (batch no. 20-110-dk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, dysuria and low back pain. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced bacterial vulvovaginitis ("infection: recurrent bacterial vaginitis") and urinary tract infection bacterial ("urinary tract infection/bacterial"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headache"), vaginal discharge ("vaginal discharge"), groin pain ("bilateral groin pain"), breast pain ("breast pain"), uterine cyst ("cyst on uterus") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (removal of device) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bacterial vulvovaginitis, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection bacterial, breast pain and uterine cyst outcome was unknown. The reporter considered bacterial vulvovaginitis, breast pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, groin pain, headache, menorrhagia, mental disorder, migraine, pelvic pain, urinary tract infection bacterial, uterine cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils in one of the sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded ultrasound scan vagina - on (B)(6) 2017: negative. On (B)(6) 2017: history of present illness: 40 wo p2 lmp: (B)(6) 2017 here for elective mc + hysteroscopy and laparoscopic bilateral salpingectomy with essure removal. Essure placed 2013. She said her obgyn had to go thru 3 coils in one of the sides. On (B)(6) 2014 and (B)(6) 2013, hysterosalpingogram(hsg), total bilateral occlusion and unilateral occlusion(right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:chronic pelvic pain, abnormal pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information and patient¿s demographic information added. Other relevant history and lab data updated. Product lot number added. Indication updated. Events such as vaginal haemorrhage, menorrhagia, female sexual dysfunction, bacterial vaginitis, migraine, headache, device dislocation, dysmenorrhea, groin pain, urinary tract infection bacterial, breast pain, pelvic cyst and mental disorder added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation by device/migration of device/perforation of organs') and device expulsion ('migration of essure device location of device: endometrial cavity/residual patency on right') in a 36-year-old female patient who had essure (batch no. 20-110-dk- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2017: history of present illness: 40 wo p2 lmp: (B)(6) 2017 here for elective mc + hysteroscopy and laparoscopic bilateral salpingectomy with essure removal. Essure placed 2013. She said her obgyn had to go thru 3 coils in one of the sides. On (B)(6) 2014 and (B)(6) 2013, hysterosalpingogram(hsg), total bilateral occlusion and unilateral occlusion(right tube occluded). (B)(6) 2017 surgical pathology report- specimen a endometrial curettings right fallopian tube and essure c left fallopian tube d essure from left fallopian tube diagnosis endometrium, curettage: secretory endometrium, day twenty-two. Right fallopian tube and essure, excision: essure and fallopian tube tissue with benign paratubal cysts. Left fallopian tube, excision: benign paratubal cysts. Essure from left fallopian tube. Concurrent conditions included irregular periods, dysuria, low back pain and head injury. Concomitant products included ciprofloxacin (cipro) since 2015, medroxyprogesterone acetate (depo provera), metronidazole (flagyl) since 2014 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2014, the patient experienced bacterial vulvovaginitis ("infection: recurrent bacterial vaginitis") and urinary tract infection bacterial ("urinary tract infection/bacterial"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal discharge ("vaginal discharge"), groin pain ("bilateral groin pain"), breast pain ("breast pain"), uterine cyst ("cyst on uterus"), mental disorder ("psychological or psychiatric problems condition") and pollakiuria ("bladder or urinary problems or changes: urinary frequency"). The patient was treated with surgery (removal of device, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, female sexual dysfunction, headache, dyspareunia, breast pain, uterine cyst, depression, anxiety and pollakiuria outcome was unknown and the vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, migraine, dysmenorrhoea, vaginal discharge and urinary tract infection bacterial had resolved. The reporter considered anxiety, bacterial vulvovaginitis, breast pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, groin pain, headache, menorrhagia, mental disorder, migraine, pollakiuria, urinary tract infection bacterial, uterine cyst, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: 3 coils in one of the sides. Patient received treatment for pain, bleeding, urinary/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:chronic pelvic pain, abnormal pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received event outcome of vaginal discharge updated. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by device/migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), infection ("infections") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (removal of device). Essure was removed. At the time of the report, the fallopian tube perforation, infection and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.